Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation / additional customer information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the image disappearing during angulation was caused by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors, handling, or failure of the parts mounted on the electric circuit board such as the integrated circuit chips and capacitors; however, a definitive root cause could not be established. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system". [Inspection of the endoscopic image] 1. Observe the palm of your hand using the wli and nbi endoscopic images (except (B)(4)). 2. Confirm that light is output from the distal end of the endoscope. (See figure 3.23) 3. Adjust the brightness level as appropriate. 4. Confirm that the wli and nbi endoscopic images (except bf-mp290f) are free from noise, blur, fog, or other irregularities. 5. Operate the up/down angulation control lever slowly in each direction until it stops. Olympus will continue to monitor field performance for this device.

Event description:
There was no delay, and as per the customer the issue occurred when performing a bending operation.

Event description:
The olympus representative reported on behalf of the customer that during the procedure, there was a generation of noise on the evis lucera elite bronchovideoscope and the subject could not be recognized. The device was inspected before use. The intended procedure was diagnostic and was completed using the same set of equipment. There were no reports of patient harm associated with this event. The device was returned and evaluated, and the image disappeared during angulation in the up/down direction due to damage on the charged coupled device unit. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
During device evaluation, the customers¿ allegations were not confirmed. Additional findings other than the image disappearing during up/down angulation include the following: the adhesive on the bending section cover had a chip. The image guide protector and universal cord had a scratch. The suction connector and scope cover unit were sticky due to water leakage. The bending angle in the up direction did not meet the standard value due to wear of the angle wire; and the connecting tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.